Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4)implantable cardioverter defibrillator (ICD)  (B)(6) 2006. (B)(4).

Event description:
It was reported that the ventricular lead's r waves had decreased from approx 9mv to 1.9 mv. In (B)(6) 2006 the r waves were 9.3 mv and in (B)(6) 2007 they were 6.9 mv and then went back to 9 mv and then steadily have decreased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.